Event description:
Pt who received poligrip (super poligrip extra care with poliseal) over a period of 4 mos for loose dentures. A physician or other health care professional has not verified this report. The pt's past medical history included allergy to morphine, angina pectoris, angioplasty, asthma and codeine allergy. Concurrent medications included hydrocodone, bextra, hydrochlorothiazide and inhalers. In 2004 the pt started poligrip (dental). At an unk time after starting poligrip, the pt was diagnosed with possible metastatic cancer; pt had two biopsies performed in 2004 and was hospitalized overnight. The pt also experienced gum pain and poligrip was discontinued; this event is unresolved.

Event description:
MFR's comment: the MFR report number for this case is 9681138-2004-00017. Super poligrip extra care with poliseal is manufactured. In the absence of further data or supportive trends, quality testing is unlikely to clarify the adverse event report.